Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet following a factory reset performed after a sensor disconnect occurred during air travel; the ilet setup was incomplete until a new sensor was later paired and the pump connection was restored. Symptoms included a reported low blood glucose during transit, after which the user later felt fine. Outcomes included temporary interruption of cgm data to the ilet and delay of ilet setup completion, without hospitalization or medical intervention. Investigation included product support troubleshooting and education to guide re-pairing and setup steps. Investigation of this case revealed that the system achieved successful cgm pairing and pump connectivity after replacing the sensor and repeating setup procedures. It was concluded that the event was resolved through user-guided troubleshooting and sensor replacement, with no device malfunction of the ilet confirmed.